Manufacturer narrative:
(B) (4).

Event description:
It was reported the pt's initial implant was replaced on (B) (6) 2009 due to infection. Only the ins was replaced. The lead and extension were left in place. No pt symptoms or outcome were reported. See manufacturer report # 3007566237201004808 and 3007566237201004810.